Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. In addition, the user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 140 units after delivering approximately 94 units of insulin. Reportedly, the customer overfilled the cartridge and did not remove the air from the cartridge prior to filling it. The customer declined to perform troubleshooting with tandem technical support and declined further follow-up. The customer's blood glucose level was 142 mg/dl.